Event description:
It was reported when the pump was implanted, there was a ¿mishap¿ and the pump emptied itself in a day. The reporter got the idea that it was a ¿new student¿ that installed the pump and something screwed up, because the next day after surgery the patient could not feel anything from his chest down, and had no feeling in his limbs. The reporter stated that they had to do another surgery on the patient. The reporter could not remember clearly if they were just able to turn the pump down. The patient became immobilized for a week, could not walk at all, and was kept in a rehabilitation center for a month and a half in order to regain muscle control and strength. The patient was great when he left the rehabilitation center and was able to walk up and down steps and was completely mobile. The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).